Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115445. Medical device expiration date: 2023-11-07. Device manufacture date: 2020-11-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received for quality investigation. The customers complaint of tubing defective / damaged could not be verified. Visual inspection of the returned sample did not indicate any issues with the construction of the tubing. The extension set was then connected to a syringe at the smartsite and fluid was pulled through and pushed through the set. No issues were observed with the set. A device history record review for model 20039e lot number 20115445 was performed. The search showed that a total of 12,003 units in 1 lot number was built on 04nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure mode could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the smallbore 6 inch ext vlv had defective/damaged tubing. This occurred once in lots 20115445 and an unspecified lot, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: ""issues with smartsite" extension set"